Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had damaged slide on 4.2 and the bearing cage had shorted out the drawer board. A field service engineer (fse) got another half-height drawer and swapped it with the damaged drawer. Then the drawer was configured and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es narcotic drawer failed, and narcotics could not be pulled due to the error code indicating that the drawer was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.